Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3846 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2011, the patient had essure inserted. On (B)(6)2021, 3846 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 940969) for female sterilisation. The patient had a medical history of obesity (bmi: 26.92 kg/m2), grand multiparity, multi gravida, endometriosis, paratubal cyst and pelvic pain. Previously administered products included: ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3877 days after essure insertion and 31 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy laparoscopic bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : removal date: as per argus (B)(6) 2021 as per mr (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.936 kg/sqm. [Pathology test] on (B)(6) 2021: specimens: left fallopian tube with essure and peritubal cyst. Right fallopian tube with essure. Final diagnoses: left fallopian tube with essure and peritubal cyst: complete cross-section, benign fallopian tube. Paratubal cyst. Right fallopian tube with essure: complete cross-section, benign fallopian tube. Gross description: left fallopian tube and essure: there is also a 1.2 x 1.2 x 0.8 cm intact cyst and essure wire. Right fallopian tube and essure: contains a 4.0 cm in length by 0.7 cm in diameter, fimbriated fallopian tube segment. No paratubal cysts or present. [Ultrasound pelvis] (date unknown): roflexed uterus 3.5 x 7.1 x 10.3 cm. There is no mention of essure surgeries: primary c/s - 2000, exploratory laparotomy for lost iud- 2008, laparoscopic appendectomy, essure placement 2011. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 940969) for female sterilisation. The patient had a medical history of obesity (bmi: 26.92 kg/m2), grand multiparity, multi gravida, endometriosis, paratubal cyst and pelvic pain. Previously administered products included: ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3877 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy laparoscopic bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: removal dates - as per argus (B)(6) 2021 and as per mr (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.936 kg/sqm. [Pathology test] on (B)(6) 2021: specimens: 1. Left fallopian tube with essure and peritubal cyst 2. Right fallopian tube with essure final diagnoses: 1. Left fallopian tube with essure and peritubal cyst: - complete cross-section, benign fallopian tube. - paratubal cyst. 2. Right fallopian tube with essure: - complete cross-section, benign fallopian tube. Gross description: left fallopian tube and essure: there is also a 1.2 x 1.2 x 0.8 cm intact cyst and essure wire. Right fallopian tube and essure: contains a 4.0 cm in length by 0.7 cm in diameter, fimbriated fallopian tube segment. No paratubal cysts or present. [Ultrasound pelvis] (date unknown): roflexed uterus 3.5 x 7.1 x 10.3 cm. There is no mention of essure surgeries: primary c/s - 2000, exploratory laparotomy for lost iud- 2008, laparoscopic appendectomy, essure placement 2011. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.